Manufacturer narrative:
Patient information - unk. Date of event - unk. Mfg information - unk. Implant date - unk. Device mfg date - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports that the lens rotated twice. Attempts to obtain additional information have not been successful.